Manufacturer narrative:
Additional narrative: upon further review of the device evaluation, an additional failure was captured and evaluation codes have been added. In addition to the initial assignable root cause (normal wear) related to the reported condition, reliability engineering also observed during pre-repair diagnostic assessment that the bearing was dirty/oily/ and corroded. The assignable root cause of this condition was not determined. It was also noted that the device failed pre-repair diagnostic tests for oscillation frequency. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the large oscillating saw attachment device was binding intermittently when in use. It was reported that the device was sputtering and cutting on and off during sawing. It was reported that there was a ten minute in the procedure and an unspecified spare device was available for use. It was reported that the handpiece to which the attachment was attached worked fine and continued to work as intended, thereby, isolating the problem to the attachment. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the unit was found to be working intermittently. It was further noted that the device had low power. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.